Event description:
Customer reported she was hospitalized twice for high blood glucose. Customer stated the first hospitalization was at the end of november blood glucose was over 700 mg/dl. Second hospitalization occurred a week prior to call and blood glucose was over 500 mg/dl. Customer was calling because she had lost her transmitter and glucose meter. Customer was treated with insulin drip and IV fluids. Customer was unable to troubleshoot. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.